Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Expiration date and unique identifier (UDI) number unknown / not provided. Additional PMA/510(k) number ¿k101880. Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant's fixture mount fractured when torqueing the implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the returned product identified worn markings due to usage and a fracture at the collar. No pre-existing conditions were noted on the product experience report (per). The reported device location was #19 and length of usage is unknown. Pictures or x-ray images were not provided. Complainant reported that the implant's fixture mount fractured when torqueing the implant. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. The following sections have been updated: d4: expiration date, UDI. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative.